Manufacturer narrative:
(B)(4).. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose 750 mg/dl on (B)(6) 2018. The time of the incident is 3:00 pm. Customer did not have any symptom. Blood glucose value when admitted to hospital was 750 mg/dl. Customer blood glucose reading at the time of the incident was 750 mg/dl. Customer current blood glucose reading was 238 mg/dl. Customer has been using insulin pump system within 48 hours of reported high bg event. Customer was treated with insulin pump and manual injections. The names of the hospital customer visited is st. Margarets hospital in spring valley il. Customer reported the incident and the phone number was (B)(6). Customer did not perform carelink upload. Customer did not perform hp test. Infusion set was last changed is (B)(6) 2017. Products will not be returning for analysis.